Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005 the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l5 to s1 using rhbmp-2 and collagen sponge. The patient continued to experience chronic lower back pain and swelling, numbness and tingling in his left leg, muscles spasms, and left foot drop. Patient experienced difficulty sitting, standing and walking, and required a back brace and a cane to assist in ambulation. Patient suffered from bladder and bowel dysfunction, and self- catheterized. Patient constantly lied down due to his pain, and was basically home bound. These serious injuries prevented patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was pre-operatively diagnosed with l5-s1 pseudoarthrosis, status post remote posterior decompression and fusion and underwent the following procedures: anterior l5-s1 discectomy and l5-s1 interbody fusion with the placement of interbody allograft pre-machine interbody cage to l5-s1 with the use of bmp and use of anterior cervical plate fixation in which rhbmp2/acs was used.